Manufacturer narrative:
Customer provided lot number that is reported to possibly be involved. The information for lot number is as follows: medical device lot #: 1288791. Medical device expiration date: 2026-09-30. Device manufacture date: 2021-10-15. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd luer-lok¿ tip syringes were cracked. There was no report of patient impact. The following information was provided by the initial reporter: "we have also come across a few bd 10ml syringe - leurlock tip embout bd luer-lok syringes which are cracked. We had two yesterday but were unable to identify a lot number as the packaging was disposed of prior to realizing the syringe was cracked. This am we had notified all the nurses to watch, and we came across one this am. We are placing rl6 but the lot number is 1288791 exp date of 9/30/2026. We currently have our pca going through all the inventory to pull this lot number for the time being."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 3 bd luer-lok¿ tip syringes were cracked. There was no report of patient impact. The following information was provided by the initial reporter: "we have also come across a few bd 10ml syringe - leurlock tip embout bd luer-lok syringes which are cracked. We had two yesterday but were unable to identify a lot number as the packaging was disposed of prior to realizing the syringe was cracked. This am we had notified all the nurses to watch, and we came across one this am. We are placing rl6 but the lot number is 1288791 exp date of 9/30/2026. We currently have our pca going through all the inventory to pull this lot number for the time being."